Event description:
Patient 2 of 2. The crew performed resuscitation on a patient with an estimated weight of 420lbs using the autopulse nxt platform (sn (B)(6)). At four minutes of use, the nxt battery (sn (B)(6)) was at half capacity; at three additional minutes, the battery was at one bar and at the ambulance (7 additional minutes), the battery had died and was replaced. The new nxt battery (sn (B)(6)) was placed, and it showed one bar and failed almost immediately, necessitating manual compressions. Another nxt battery (sn (B)(6)) was placed; however, the customer experienced a low run time also. The device exhibited reduced compression strength, requiring at least two manual resets. The autopulse platform exhibited excessive warmth and emitted an odor indicative of overheating, which was observed by the crew. The total operational time of the autopulse platform was approximately 14 minutes during the transport. No consequences or impact to the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the customer reported a low operational runtime for the autopulse nxt li-ion battery (sn (B)(6)), however, based on the autopulse nxt platform's (sn (B)(6)) archive data review, the battery (sn (B)(6)) was not used during the patient call. No device malfunction was observed during the testing and the battery functioned as intended. The archive data indicated no errors. The nxt battery was successfully charged using the test nxt charger, and four steady green lights lit after charging. The nxt battery was tested with the autopulse nxt platform and it successfully powered the platform and performed compressions for 42 minutes. The battery is fully functional.